Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 42 mg/dl which was treated with glucose tablets. Customer had been experiencing low blood glucose since 2 weeks. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Customer was not using automode feature during the event. Customer alleged insulin pump was over delivering due to failed blood glucose which kept going low. The insulin pump will be replaced, and customer agreed to return the product for analysis.